Manufacturer narrative:
The main component of the system and the other applicable component is1: product ID 97754, serial # (B)(4), product type recharger.

Event description:
The patient reported via a medtronic representative (rep) the implantable neurostimulator (ins) was overdischarged. The rep was doing the 4th physician mode recharge (pmr) but the clinic was closing for the day. The ins had been dead for 4 months. The caller indicated that the antenna locate (al) screen would not come up, but it was later clarified that the rep was able to use the al feature with no issues. The recharger did have a bent connector pin, but they were waiting to replace it because the doctor might decide to replace the ins with a primary cell due to the patient&#62688;non-compliance. Additional information received from the rep indicated that they had to leave the office for the day and reschedule the pmr. No patient symptoms were reported and the ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.